Event description:
This peritoneal dialysis (pd) patient reported he was diagnosed with peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on (B)(6) 2024. The patient reported abdominal pain. A pd effluent culture was obtained. The patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin 2g and ip cefepime 2g daily for 21 days. The patient¿s culture resulted negative growth, but the white cell count was 544. The cause of the peritonitis was not determined. The patient was not hospitalized. No further information was available.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: there is a temporal relationship between peritoneal dialysis and utilization of the liberty select cycler with liberty cycler set. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis event and use of the cycler or cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. The culture resulted in no growth. In up to 20% of all peritonitis cases, no organism is identified. Although the cause of the peritonitis event was not determined, most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the available information and no allegation of a malfunction, deficiency, or defect, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s reported peritonitis event.

Event description:
This peritoneal dialysis (pd) patient reported he was diagnosed with peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on (B)(6) 2024. The patient reported abdominal pain. A pd effluent culture was obtained. The patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin 2g and ip cefepime 2g daily for 21 days. The patient¿s culture resulted negative growth, but the white cell count was 544. The cause of the peritonitis was not determined. The patient was not hospitalized. No further information was available.